Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the problem was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 105 (night drain #5) alarm. The patient was not connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The previous therapy had run as normal and the alarm occurred during power up the next day. The cause of the alarm was undetermined. The technical service representative advised the patient to contact their nurse regarding the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.